Manufacturer narrative:
The returned ipg was analyzed and found that the device could not be charged nor linked due to excessive current leakage resulting from asic u2 damage. It is unknown if electrocautery was used during the non-device related surgery. However, based on the signature of the damage, the ipg was most likely exposed to electrocautery during the non-device related surgery. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. With all the available information, boston scientific concludes that the event of loss of stimulation after a non-device related surgery has been confirmed. The probable cause or contribution of the event is due to unintended use error.

Event description:
It was reported that following a non-device related surgery the patients stimulation stopped working. In addition, the remote control and computer programmer were unable to connect with the ipg. It was evaluated that the ipg may have been damaged. The patient underwent an ipg replacement procedure and is doing well postoperatively, receiving stimulation.

Event description:
It was reported that following a non-device related surgery the patients stimulation stopped working. In addition, the remote control and computer programmer were unable to connect with the ipg. It was evaluated that the ipg may have been damaged. The patient underwent an ipg replacement procedure and is doing well postoperatively, receiving stimulation.